Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent a cesarean section wherein seprafilm was applied to the uterine body and the cervix and the patient developed peritonitis. After an unspecified amount of time, the patient underwent a "re- laparotomy". Whilst seprafilm is labelled as sterile and is unlikely to cause peritonitis, in the presence of contamination and infection it may serve as a nidus for bacterial growth. The patient has since recovered. No further information was available at the time of this report.